Event description:
Boston scientific crm received information that technical services was informed that the left ventricular pacing (lvp) counters were 70%. The pacing thresholds were always high (3.5 volts at 2.0 ms). However, the current pacing thresholds were 2.4 volts at 2.0 ms. Technical services discussed the possibility that left ventricular (lv) lead was oversensing the right atrial (ra) activity. The device had been programmed to lv sense from the lv(tip) to lv(ring) and the pacing configuration was lv(tip) to right ventricular (rv) coil. Technical services discussed programming options. The local representative reported that the issue was resolved with reprogramming of the device. Technical services discussed the possibility of an lv lead dislodgement and recommended a chest xray to determine the location of the lv lead.

Manufacturer narrative:
The available information suggests that this device and lv lead remain in-service. The event will be reopened if additional information is received and/or products are returned for analysis.

Manufacturer narrative:
Subsequently, boston scientific received information that this lead was returned to boston scientific's post market quality assurance laboratory for analysis. Visual inspection identified set screw marks on the terminal pin and terminal ring. This finding is consistent with lead-device set screw contact. There was evidence of electrocautery damage on the lead tubing (16. 5 cm from the terminal pin). The lead was put through and passed electrical continuity and insulation integrity testing. The clinical observation of lead dislodgement could not be confirmed through laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this patient's lv lead, model#4542, was explanted and replaced. The chronic device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--